Manufacturer narrative:
Correction to initial regulatory report #3004209178-2019-04347. 'Date received by MFR' date corrected to 2019-02-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomaly. Device evaluation conclusion code does not apply. Device evaluation result code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-jan-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the adaptive stimulation was not changing position or stimulation intensity when the patient laid back, but rather stayed on 'upright.' Due to this the patient was getting overstimulated while laying down. No further complications were reported. Additional information was reported that the patient is still having issues with their adaptive stimulation (as). The patient would be on her stomach and the controller would show the patient is upright and mobile or the patient would be laying on her back and the controller is showing upright. The rep said the device is oriented appropriately and position angles have been adjusted as well. Additional information received from the manufacturing representative (rep) indicated that the patient¿s surgical lead was removed, but the ins remains in the pocket and the ports are plugged. The rep stated that everything has been done, but the patient believed that the percutaneous leads are better than the surgical leads. Therefore, percutaneous leads will be implanted at a later date and will be connected to the ins that remains implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.